Event description:
It was reported by the customer's mother and the customer that there were a few motor error alarms during priming and strange motor sounds on the insulin pump. Customer's blood glucose level was 300 mg/dl when the alarm occurred and correction by pen was applied. Customer's blood glucose level was 120 mg/dl during the call. Customer stated that the pump was not dropped or bumped. Customer also stated that the drive support cap was okay. Customer does not use the sensor and is able to complete the rewind sequence for the pump. There was nothing to replace or return. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).